Event description:
Consumer complaint of erratic blood results. Results from memory are as follows: 7/30 at 5:19p 160mg/dl, 7/30 at 5:13p 537mg/dl, 7/30 at 5:11p hi, 7/30 at 3:15 87mg/dl, 7/30 at 10:34a 95mg/dl. Back to back blood tests performed at time of call were 122mg/dl and 112mg/dl.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).